Manufacturer narrative:
Device is combination product. Device evaluiated by MFR.: synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from distal stent strut rows were noted to be lifted from their crimped position and pulled in a proximal direction. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 91% stenosed target lesion was located in the middle and distal end of the left anterior descending (lad). A 2.75 x 32 synergy drug eluting stent was advanced for treatment. However, it was noted that stent struts were lifted up when withdrawal. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 91% stenosed target lesion was located in the middle and distal end of the left anterior descending (lad). A 2.75 x 32 synergy drug eluting stent was advanced for treatment. However, it was noted that stent struts were lifted up when withdrawal. The procedure was completed with another of the same device. There were no patient complications reported.